Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that on (B)(6) 2016 the lead trend shows rv pacing impedance slowly rising to 3056 ohms.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance which triggered an alert. Additionally, the patient's device was recommended for a generator change. Upon interrogation of the device before the procedure the device showed elevated pacing impedances. The trend appeared stable; although, at implant the impedance was 1072 ohms, while the last measured impedance was 2736 ohms. When checking the lead through the analyzer, the impedance was roughly 2200/2300 ohms. After connecting the new device, the impedance was approximately 1500 ohms. There is concern if there was something going on with the gasket, if there was air or whatever may be the cause. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.